Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of connection between the system controller and heartmate touch app, and an inability to re-establish the connection, was not confirmed. No product was returned for evaluation and no photos were submitted for review. The submitted log file contained data spanning 12 days (28jun2024 ¿ 09jul2024 per the timestamp). The data in the log file did not indicate any issues with the system controller. The pump maintained a speed within the expected range throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ cover all alarms (visual and audible), including the disconnected system controller - heartmate touch app error message, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had no symptoms or negative impacts due to this event. There was no delay in treatment.

Event description:
It was reported that the heartmate touch (hmt) was connected to the power module then a spontaneous end session message popped up on the screen on (B)(6) 2024 at 11:30pm. The nurse tried to reconnect it and the power module was successfully connected but the hmt application was unable to recognize the system controller. The patient was in the intensive care unit and had no negative impacts due to this event. There was no delay in treatment. The black and white connections were checked and redone. The hmt applications were closed, and the device was rebooted twice but the same issue was detected. The system monitor was connected and worked as expected. The same troubleshooting steps were performed on (B)(6) 2024, and the hmt worked as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.